Event description:
A bd vacutainer (23 g) was used to draw blood from a patient and as the phlebotomist withdrew the needle and hit the safety device button and she originally said that the needle shattered and something sharp hit her arm. After talking with her a little bit more, it sounds like as the needle retracted back into the hard plastic that it actually broke through and was sticking out. Manufacturer response for bd vacutainer 23 g, push button butterfly (per site reporter): they have requested we save the device if this occurs again.